Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the infusion set tubing. Customer reported not to have removed air from the cartridge during the loading step as per the user guide. Customer's blood glucose was in the 300s mg/dl. Customer changed the cartridge/infusion set. Correction bolus and manual insulin injection were used to address bg.